Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patients and considered discordant when compared to a negative troponin results on repeat testing. The initially positve results were repeat on the original advia centaur system as well as on an alternate advia centaur system and the results were negative. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse replaced the acid delivery line, a leaky base pump and reagent probe. The customer has not reported any further issues with discordant troponin results. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." The instrument is performing within specifications.